Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that yesterday was the day he changed out the set because the adhesive tape was raised a little and cannula was not all the way in. Customer wants to know if the cannula is in right because this morning there was wetness around the insertion area. Customer states that the past 4 days his blood glucose has been running between 200 to 300mg/dl range and last night his blood glucose was at 500 mg/dl. This morning blood glucose was at 253 mg/dl. Customer states he was not getting insulin the last 3 days because the cannula was not inserted and tape was removing from body. Patient's current blood glucose is 250mg/dl. The customer treated for high blood glucose with manual injections. Based on customer report customer does not allege pump was under delivering. It was determined that cannula was bent. The customer also reported that blood glucose was 236 mg/dl. The customer took correction bolus using the insulin pump. The insulin pump will not be returned for analysis.